Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm512.1, -8.0/2.5/087 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was replaced with a longer length lens due to low vault with rotation on (B)(6) 2022. This resolved the problem.

Manufacturer narrative:
Weight - unk; ethnicity - unk; race - unk. Claim# (B)(4).